Event description:
It was reported that prior to a colectomy procedure, the seal cap had a tear. A new device was pulled and used. No patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be near the lower ring and propagated to upper inner ring in four different places. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.